Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the surgeon usually used the .008" setting but was forced to move the depth to .012" to achieve the same results. One surgeon took .008" and barely scratched the surface and the grafts were extraordinarily thin. It varied between units and created lack of confidence. It was necessary to take an initial graft to check thickness prior to taking donor graft and created unnecessary scarring for the patient and explanation of wound to the parents.

Manufacturer narrative:
Device was manufactured on 4/29/2014 and has no repair history at zimmer (B)(4). Investigation revealed no issues with the device. Prior to repair, the device operated within motor speed specifications and the master blade was flush with the control bar. The device met side to side specifications at all tested thickness settings and was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the standard repair parts. The customer's reported events were not reproduced during testing and causes cannot be determined. The device was repaired and returned to the customer. There are no recommended actions at this time.